Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had multiple fibers/hair on it. Per customer it was noticed while loading the lens. There was no patient contact. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 8/1/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The returned sample was received in condition where the lens case in open condition with no lens contain in it. Further examination shows that the lens was found loose inside the folding carton. The returned sample was inspected and observed the lens was heavily contaminated. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. No other abnormality found on the returned sample. Based on the condition of the returned sample received (loose inside folding carton) and investigation of the return sample do not suggest the dirt was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.